Manufacturer narrative:
Company rep evaluated the unit and duplicated the problem. Corrections included replacement of the unit's spo2 board and batteries. Problem was resolved.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.